Manufacturer narrative:
Date sent to the FDA: 03/26/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot: 48458isp, mfg: 09/02/2008, exp: 10/31/2013. Lot: 48165isp, mfg: 07/16/2008, exp: 08/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that the device leaked air upon initial use. Further examination by the nurse revealed a tear at the site of the air leak. The device was removed from use and exchanged. No adverse patient consequences were reported.